Manufacturer narrative:
The device log files were provided to technical support for evaluation. Tech support reviewed the device logs and confirmed multiple cfb error entries beginning on 05/09, correlating with the reported incident. The cfb errors, in conjunction with a blue screen, indicate a main board fault. Technical support recommended replacement of the main board to resolve the reported malfunction. Corrections: d4. UDI# and h4. Mfg date.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device was experiencing a blue screen with a constant alarm, and it was not allowing the user to shut off. Complainant indicated that there was no patient involvement in the reported issue.